Manufacturer narrative:
Model number/ catalog number: sc-1160, serial number: (B)(4), batch/ lot number: 362836, model/ catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients lead was migrated. It was also noted that patient had epidural hematoma. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.